Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was found in the pump history that the customer received an auto-off alarm. The customer's blood glucose (bg) level was elevated with large ketones and was hospitalized for diabetic ketoacidosis. The customer was treated with intravenous fluids, insulin and other medications to address the low potassium levels. The customer was discharged 2 days later and the bg level had been lowered to 124 mg/dl.